Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced a blood glucose of 1330 mg/dl with loss of consciousness associated with an alleged inaccurate delivery issue. Reportedly, the patient discontinued pump therapy and was treated with insulin via the pump and ¿other¿ treatment by a healthcare provider. During troubleshooting with customer technical support, the patient was admitted the intensive care unit on (B)(6) 2018. The patient had passed out and was unable to determine what symptoms were experienced. It was noted that there was a bolus entry for (B)(6) 2018 missing from the bolus history. All of the other boluses matched. It was noted that the patient was not priming enough in the tubing when the patient did a site change. The patient was advised the proper amount to prime. It was unable to be determined if the bolus matched at the time of the event since the patient had changed his basal rates on (B)(6) 2018 without contacting the primary care physician. The patient was advised that the physician should be consulted before changing rates. This complaint is being reported because the patient experienced hyperglycemia associated with use error.

Manufacturer narrative:
Date of submission 19-jun-2018. The device has been returned and evaluated by product analysis on 07-jun-2018 with the following findings:. The last basal delivery was on 2018. The pump history shows the pump was manually suspended on (B)(6)2018 at and manually resumed on (B)(6)2018. The bolus history shows a cancelled 16.0u bolus and cancelled 16.0u bolus followed by a fully delivered 16.0u bolus. The black box for these date is not available. The delivered boluses on each day matched correctly the total daily dose (tdd) bolus history. A manually performed 10u audio & 10u normal bolus. Both were accurately recorded in the bolus history& bolus tdd history correctly showed 20.0u. No hypersensitive or stuck keys were observed on the keypad. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. No eaw¿s occurred during testing. Unable to duplicate complaint of a pumps bolus totals calculating a >5% discrepancy during this investigation.